Event description:
One of our pharmacy technician found a hair (or hair like strand) on the outside of the cap and a crack in the barrel of a hospira pca syringe. Lot no is 68-045-r1. Strength: 30 ml mililitres. Event abated after use stopped or dose reduced: yes.